Event description:
It was reported that the lead was capped 235 months after the implantation due to oversensing with inappropriate therapies. Should additional information be received, this file will be updated.